Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during embolization procedure the resistance was encountered and the coil was prematurely detached inside the microcatheter when attempted to be re-sheathed. The coil along with the microcatheter was safely removed from the patient as one unit. There were no clinical consequences to the patient due to this event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information currently available the exact cause for the reported issue cannot be determined.

Event description:
It was reported that during embolization procedure the resistance was encountered and the coil was prematurely detached inside the microcatheter when attempted to be re-sheathed. The coil along with the microcatheter was safely removed from the patient as one unit. There were no clinical consequences to the patient due to this event.